Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, prime and no delivery tests. No excessive "no delivery" alarm noted during testing. The insulin pump had scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 450 mg/dl at the time of incident. The customer's blood glucose was 128 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the insulin did not exit during fixed prime. The customer stated that the no delivery alarm recurred. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.